Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1.5gm, every 3-5 days for 3 weeks) for peritonitis. Dianeal therapy was ongoing. Twenty seven days after event onset, the patient recovered from the event. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). It was reported that the patient also received treatment with nystatin 500,000 units/5 milliliters orally (swish and swallow) every six hours (duration not reported). Seven days after the onset of the peritonitis event, the patient received vancomycin 1.5 grams in 1500 milliliters peritoneal dialysis solution in the peritoneal dialysis clinic and was instructed to allow a six hour dwell. The patient also received treatment with mupirocin and gentamicin alternating intraperitoneally (dosages, frequencies, and durations not reported) for the peritonitis event. Twenty-seven days after the onset of peritonitis, the last dose of vancomycin was given to the patient. It was reported that two to three days after the peritonitis onset, the abdominal pain was resolved. Should additional relevant information become available, a supplemental report will be submitted.